Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso and tension-free vaginal taping through the obturator foramen due to uterine procidentia, genuine stress urinary incontinence, urinary retention, and uterine prolapse. It was reported that following insertion the patient experienced pain, extrusion, organ perforation, dyspareunia, vaginal scarring, and damaged husband¿s penis. It was reported that the patient underwent mesh excision and cystoscopy on (B)(6) 2013 for mesh erosion and dyspareunia. It was reported that the patient underwent mesh revision (cutting of the wire exposed in upper vaginal canal) on (B)(6) 2013 due to pain and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to ¿pain I was experiencing and because I could not have sexual intercourse.¿ no additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2013 due to vaginal mesh discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah and bso. No additional information was provided.